Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the retuned components underwent a thorough analysis. The cylinders were visually and microscopically inspected and underwent leak and pressure testing. Both cylinders had wear on the outer tubing near the proximal end contact with the tubing. No inner leaks were found and both cylinders passed pressure testing. This wear was unlikely to impact device function. The pump was visually and microscopically inspected and underwent leak and functional testing. No leaks were found. Microscopic examination found that the poppet rod was misaligned; therefore, the pump could not be functionally tested. This misalignment would have impacted device function and could have caused or contributed to the reason for device explant. Event date estimated as beginning of month that device was received.

Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed, and a pump anomaly was confirmed.